Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a right ventricular lead fracture was suspected. The patient was awaiting a procedure for lead revision and replacement. The patient was stable.

Event description:
New information notes the patient had no presenting symptoms. High pacing lead impedance was observed on the right ventricular (rv) lead. A procedure to extract the lead was performed (B)(6)2021 but the lead was difficult to extract and therefore rendered inactive and left implanted per the patient's request to leave implanted if the lead became difficult to extract. The patient was stable following the procedure.